Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/13/2023, it was reported by a sales representative via email that the flipcutter iii from an ar-1288qis-100 quadlink implant system broke while retro drilling the tibial tunnel. The flipcutter iii did not complete the bone socket and closed back to a 3.5mm in diameter. The surgeon opened a new ar-1204ff flipcutter iii to continue drilling, and this one wobbled while on power, after attempting to chuck it multiple times. This was discovered during an all-inside aclr procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1288qis-100 was received for investigation. Visual evaluation found that the flipcutter drill guide was broken off. The most likely cause for the reported failure is a user error. Per ref-02463. Warnings. Do not use excessive tension or overload the device, as either could lead to device pullout or damage/breakage.